Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user account being locked on the domain controllers which would need to be resolved by providence active directory. A technical support specialist (tss) confirmed that the customer had connected a personal phone to the employee wi-fi and changed the passwords multiple times which kept the account locked. The tss confirmed that the issue was resolved on the providence side. The system functioned as intended after the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es unable to login. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.